Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes, max vaginal panel discrepant result customer reports discrepant results while using max vaginal panel (cat 443712 lot 3052421).

Manufacturer narrative:
G6 PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they are getting discrepant results on max vaginal panel. Field service was dispatched. Field service pulled log and database for review. No issues were determined. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because the case is unconfirmed and does not allude to any manufacturing issue. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information was provided to determine an issue with the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes, max vaginal panel discrepant result customer reports discrepant results while using max vaginal panel (cat 443712 lot 3052421).